Event description:
The reporter stated that he had gotten the er1 message, and retested. He stated that he had compared his test to the color chart, but could not recall the result. He reported that his control solution was within range.